Event description:
It was reported that a nasogastric (ng) tube broke in two pieces after 15 days in place. The broken tube was discovered when feeding contents were noted in the patient's mouth and nares; an x-ray of the abdomen was performed. Upon removal of the tube the distal portion of the tube was retained within the patient. An egd (esophagogastroduodenoscopy) was performed by gastroenterology to retrieve the retained portion of the ng tube; a new feeding tube was placed. Additional information received 23mar2022; the patient was reported to be in stable condition.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. All information reasonably known as of 14 apr 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Manufacturer narrative:
The actual sample from the reported event was returned for evaluation. Visual examination of the device revealed the tubing had signs of damage, (a split/tear identified approximately 10cm long right before the bolus plug) and discoloration (black discoloration started on 35cm marking until the bolus plug tip (distal end) of the tube). Additionally, the end portion of the distal end tube exhibited to have a kinked mark. Testing of the sample revealed: when the tube was flushed through the y connector (proximal end), a slight resistance was felt while flushing the other portion of the tube (distal end portion) and a brownish substance was flushed out of the tube; additionally, it was noted that the tubing expanded to form a balloon shape, which burst causing a separation of the tube. The reported event was confirmed as reported; the root caused was determined to be a user related problem since as per the instructions for use (IFU), vigorous syringe force should not be used to irrigate, administer liquids, or unblock the tube. All information reasonably known as of 06 jun 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
20apr2022 FDA mw5108511 received, no new information.

Manufacturer narrative:
All information reasonably known as of (B)(6) 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint comp-(B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.